Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The stylus was defect. Unable to perform stylus calibration. The manufacturer logo button was missing. There was no paper in the printer tray. The latch of the cable bay was broken. The stylus was replaced, the manufacturer logo button was added, paper was added, the cable bay was replaced. The stylus was calibrated according to procedure and software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. There was no patient involvement.